Event description:
"Came apart" is stated on repair order. On follow-up conversation with the hospital, staff person stated that the device started coming loose during a case. The surgeon noticed immediately and finsihed the case using a back-up. Staff person said the set screw came loose, he tightened the screw, but then the device would not work after he tightened the set screw.